Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: h6 and h11. Based on the results of the investigation, it is likely the cause of the malfunction c-cover burn was use of a high-energy treatment tool without ensuring a sufficient distance from the tip cover, causing the resin to melt; however, the heat source could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a most likely cause was also not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use which state: chapter 4 section 2 use of endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burnt probe cover. There was no patient involvement.